Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported that a patient was slow to re-epithelialize and developed mild corneal haze. Patient's cornea re-epithelialized three days later with persistent but improving haze. Patient reports vision is improving slowing. Patient is being treated with topical steroids.

Manufacturer narrative:
Logfile review showed that the warring message ¿mes 3¿occurred many times. The message only indicated that the gas bottle need to be replaced in near future. Logfile review showed no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment and four days after the day of the treatment the gas bottle was exchanged. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. (B)(4).

Event description:
Upon follow up, patient did not show up for their last appointment. Another appointment has been scheduled.